Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was operating slowly and would crash when the screen was touched during the loading process. This issue was affecting nurses, leading to delays in the timely retrieval of necessary medications. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was slow due to a software issue. A field service engineer reimaged the station to resolve the issue. Based on the resolution provided in the related case # (B)(4), the system functioned as intended after the field service engineer troubleshot the device.